Event description:
Pt was revised to address stem subsidence and loosening.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related mfg deviation or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.